Manufacturer narrative:
Upon visual inspection, the product as returned has confirmed that the device has fractured near the threads of the screw. The hex of the screw does not appear stripped or damaged. Slight discoloration appeared on the external surface of the device. The device history record review for the screw lot did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. (B)(4).

Event description:
The doctor has indicated that the restorative screw has fractured. All remnants of the screw have been retrieved. A new screw has been placed. The implant remains implanted.